Event description:
It was reported that the balloon expandable vascular covered stent allegedly failed to advance through a 6f introducer sheath. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this was the first complaint reported for this lot number. Based on the severity and lot quantity the number of events is within the acceptable quality levels. Investigation summary: the investigation is inconclusive for the reported device incompatibility issue. The device was returned clean and the balloon had not been inflated. There was no sheath returned. The evaluation did observe that the stent was dislodged. The stent was positioned 2mm towards the distal tip and was easily removed during the evaluation. Functional examination for sheath compatibility was not possible due to the dislodged stent. The definitive root cause for the reported device incompatibility issue could not be determined based upon available information. Per the complaint history review (chr) this is the first complaint reported for this lot number. Based on the severity and lot quantity the number of events is within the acceptable quality levels. It is unknown if there were procedural or handling techniques that contributed to the reported event. Labeling review: the IFU for the lifestream product was reviewed and contains the following information relevant to the reported event: precautions ¿ the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. ¿ prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. ¿ crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. Potential patient/device adverse effects that may occur include, but are not limited to, the following: ¿ covered stent dislodgement from balloon during tracking procedure ¿ covered stent misplacement during placement procedure directions for use: site access and preparation ¿ using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Covered stent size selection ¿ select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation ¿ carefully remove the selected device from the package. ¿ inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. ¿ flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system air evacuation ¿ a 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. ¿ with the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. ¿ induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled.10. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. ¿ attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. ¿ verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent ¿ advance the endovascular system over the guidewire into the introducer sheath. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The catalog number identified in section has not been cleared in the us, but is similar to the lifestream balloon expandable vascular covered stent products that are cleared in the us. The 510k number and pro code for the lifestream balloon expandable vascular covered stent products are identified. (Expiry date 08/2021). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon expandable vascular covered stent allegedly failed to advance through a 6f introducer sheath. There was no patient contact.